Manufacturer narrative:
The pad device was installed on (B)(6) 2010 and operated successfully until a failed self-test on (B)(6) 2011 due to a low battery. The user inserted a new pad-pak on (B)(6) 2011 but the device again fails a self test on (B)(6) 2011 for a low battery. The problem with the device was attributed to faulty pogo-pins. Testing indicated that under load the current flow through the pad-pak was agitated to trigger the low battery warning. The pad pak, which contains electrodes and batteries, is labeled for single use but the samaritan pad 300 and 300p devices are for multi-use.

Event description:
There was no pt involved in this event. This device malfunctioned because the device was emitting a low battery warning. A device in this fault mode, if left undetected could result in the failure of the device to perform as intended if required.